Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that after having a physical done the health care professional thought their pacemaker was turned off. The patient was wondering if the pacemaker could turn itself off. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.